Manufacturer narrative:
No other info has been made available. Sample was not reported to be available for evaluation and no lot no. Was provided. After the reporting of this incident, the physician dropped the concentration of the bupivacaine to 0.25% and switch to a 5 ml/hr pump. If add'l pertinent info is obtained, a follow-up will be filed.

Event description:
It was reported that two patients had seizures after joint replacement surgery and use of the on-q. The surgeon has been using dual select-a-flow with both set at 4 ml/hr and is using bupivacaine at concentration of 0.5%.